Manufacturer narrative:
PMA/510(k) # k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer wrote there was a complaint with this lot number plus lot number c2077430. Which is from (B)(4). Complaint for sent to customer for completion. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? Yes. 2. If the report involves a kink or bend in the needle, where is this located on the device patient end (distal end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return no. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope no. 5. If the device is a procore needle, is the device damage located at the notch / core trap? Yes. If no, please specify where the damage is located: after puncture, the needle kinks in an arc. 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? Yes. 8. Was puncture of the target site difficult? No. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? 4r, 7,10l, large tumour /7. 10. Please describe the size of the intended target site. Lymph nodes: 1.5-2.0cm, tumour:4.0-5.0cm. 11. If not with the device in question, how was the procedure performed finished with another device. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? Yes, (inability to remove the needle from the working channel required to use some minor force in order to not harm the patient). 15. Did the patient require any additional procedures as a result of this event? No. 16. What intervention (if any) was required? No see item 15. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 19. If yes, please specify what was observed and where on the device it was observed. No see item18. 20. What is the scope manufacturer and model number that was used? C2077431, c2077430. 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? No (only routine service). 23. When was the issued with the product noted? On needle retraction? 24. Was the syringe used during the procedure, after the stylet was removed? Yes. 25. Was difficulty experienced while retracting the needle? Yes. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 28. Was the stylet partially removed when advancing the needle into the target site? No. 29. How many samples were obtained (passes completed) with this needle? One if any. 30. Did any section of the device detach inside the patient? No. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-feb-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation. (B)(4) unit of lot c2077431 of echo-hd-22-ebus-p-c was returned unused in sealed packaging. The device related to this occurrence underwent a laboratory evaluation on 02 january 2024. The lab and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. The distal end of the needle was examined, and no issue was observed. Image of used devices was shared showing the complaint issue. As per image provided the distal end of two needles appear to be kinked distally while the distal end of the other needle appears to be broken. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to (B)(4). Manufacturing records. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c2077431 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. The notes section of the instructions for use, ifu0110 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110). Image review. As per image provided the distal end of two needles appear to be kinked distally while the distal end of the other needle appears to be broken. Root cause analysis. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the needle getting damaged during set up, insertion/advancement down the scope and device being used in a flexed or twisted position as per additional information resulting in the needle kinking distally. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.